Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level was 438 mg/dl. Technical support provided assistance with resetting the pump and advised the customer to continue using the pump while monitoring for any recurring malfunctions. The customer understood and acknowledged the instructions given.